Event description:
It was reported the bd syringe integra 3ml w/ndl 25x1 rb leaked prior to use. The following information was provided by the initial reporter: verbatim: I tried to call the customer service phone number about some quality concerns I have with the bd integra 25g 1" 3ml syringe (ref 305270), but I keep getting disconnected. The first issue I had was when I looked inside of the syringe there was a small amount of residue inside of the syringe. I did not use the syringe at all after I noticed the residue, and I have the syringe available to send back if you wish. The lot number for that syringe is 9112884. The second issue I had was when I was withdrawing fluid with another syringe the fluid started leaking out of the bottom of the syringe from the plunger area. I also have saved that syringe, but I do not have the lot number available for that syringe."

Manufacturer narrative:
H.6. Investigation summary: two loose integra syringes in plastic bags were received, one of which was inside an opened package from batch #9112884 (p/n 305270). Both had hand-written notes with alleged problem descriptions included in the bags. The samples were visually evaluated. The syringe in the opened package was observed to have excess silicone presence on the stopper surface. The silicone was stringing from the roof of the barrel and pooling on the stopper. This is rejectable per product specification. The syringe without identification was observed to have had its retraction mechanism activated. Its plunger rod¿s thumb rest was above the barrel shroud and stopper was at the zero line at the bottom of the barrel. No leakage residue was observed nor any other evidence of leakage. Since the sample was likely used, it could not be further evaluated due to potential handling risk. Silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the excess silicone defect is associated with the assembly process. No corrective actions are necessary based on the defective rate identified. Batch 9112884 is considered in compliance with our product specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported the bd syringe integra 3ml w/ndl 25x1 rb leaked prior to use. The following information was provided by the initial reporter: verbatim: I tried to call the customer service phone number about some quality concerns I have with the bd integra 25g 1" 3ml syringe (ref 305270), but I keep getting disconnected. The first issue I had was when I looked inside of the syringe there was a small amount of residue inside of the syringe. I did not use the syringe at all after I noticed the residue, and I have the syringe available to send back if you wish. The lot number for that syringe is 9112884. The second issue I had was when I was withdrawing fluid with another syringe the fluid started leaking out of the bottom of the syringe from the plunger area. I also have saved that syringe, but I do not have the lot number available for that syringe."